Event description:
It was reported by the customer that leaking syringes. Verbatim: complaint via email: xxx is issuing a scar to bd for leaking syringes, see attachments for more details. Please reach out if further information is needed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the photo. Analysis of the sample showed that one syringe can be seen, being held upside down and a droplet of solution is observed past the syringe rubber stopper. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.